Event description:
It was reported that the patient presented to the emergency department due to discomfort from inappropriate shock. Upon interrogation, it was found that the right ventricular (rv) lead exhibited cross talk oversensing which caused the inappropriate shock. A chest x-ray was performed and revealed that the rv lead had dislodged. Programming changes were made initially to disable all therapies on the device. The rv lead was explanted and replaced. Patient was stable.